Event description:
It was reported that the patient presented to the clinic. The pulse generator exhibited premature battery depletion. Device replacement was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states that the device was explanted on (B)(6) 2013 by dr. (B)(6).